Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the this valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing related issue was not identified. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
It was reported due to bleeding post-avr with a 25 mm valve. Initially, the implant of the valve went smoothly and per routine. After patient was taken off bypass, the echo showed a successful implant and protamine was given. Before the patient was closed, hemostasis was being performed and it appeared the base of the root was bleeding. Several repair sutures were placed at the posterior aspect of the base of the root, but bleeding persisted. The surgeon proceeded to go back on bypass to further evaluate the situation. He opened to aorta and nothing could be seen as the cause of the bleeding. He then proceeded to explant the valve. It then could be seen where the lv muscle was torn, this is the same location that a repair suture had been placed previously. A pericardial patch was placed to repair the tear and then a 23 mm valve was implanted as to not stress the base of the root/lv. The echo then showed a false lumen where the repair was performed and then the surgeon proceeded to go back on bypass and place 4-5 large pledgeted repair sutures from right main coronary to the left coronary at the base of the root. It appeared per echo that there was no ai and that the bleeding was under control.

Manufacturer narrative:
(B)(4). Ventricular rupture is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. Based on the information received the cause cannot be determined; however, surgical technique may have contributed to the event.

Event description:
The 25mm valve was explanted given the likelihood of subvalvular disruption. It was apparent that the lv muscle was torn, this was the same location that the repair suture had been placed previously. Potentially related to radial balloon force when seating the 25mm valve. A pericardial patched was placed to repair the tear and a 23mm valve was implanted to not stress the base of the root/lv. There was still bleeding noted to pledgeted repair sutures were placed beneath the aortic root along the aortomitral curtain and exteriorized beyond the then ruptured ventricular muscle. This area was also closed using bioglue. Patient was weaned from bypass. Bleeding was significantly improved although persistent. Patient was transferred to the intensive care unit in critical condition. Patient expired on post-operative day two due to multi-system organ failure.